Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted. Reportedly, customer charged battery and resumed pump therapy. Customer's blood glucose was 130 mg/dl. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.